Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: this issue is on two leads and not one lead as previously reported.

Event description:
Additional information received reports that the patient underwent surgical intervention due to both leads migrating. The leads were explanted and replaced.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4) serial:(B)(6), batch:

Event description:
It was reported that the patient had ineffective stimulation due to high impedances on their lead. The investigation was unable to determine which lead attributed to the issue. Surgical intervention is pending to address this issue.